Event description:
Procedure type: colectomy end to side anastomosis. According to the reporter: the colectomy end to side anastomosis operation was completed successfully. However, approximately 5 hours after the surgery a re-operation was performed due to about 500cc of bleeding. The surgeon resected the previous anastomosis and manually sutured a second anastomosis.